Event description:
It was reported by the aci sales professional that a patient underwent an interventional trans catheter aortic valve replacement procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the advancer tube and the sealant stayed in the shuttle tube when the sheath was removed. The patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. (B)(6) 2013 note: it was reported by the aci sales manager that the physician cut the device and tried to use the catheter lumen as a guide wire to re-gain access. The attempt was unsuccessful and the patient was converted to manual compression.

Manufacturer narrative:
The device was returned in four separate pieces. The catheter lumen and the shuttle cartridge were cut 47mm from the catheter handle. The procedural sheath was cut and detached from the device. The advancer tube was still inside the shuttle cartridge and distal end of shuttle cartridge was torn off. A small piece of sealant was protruding from the distal end of the torn shuttle cartridge. The catheter, shuttle cartridge and the advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No evidence of anomalies was observed. The review of the lhr (lot f1323105) indicated that the device lot met all established performance criteria prior to shipment. Based on the dissected condition of the device as returned, it is not possible to determine service patency and the root cause for the reported failure could not be conclusively determined.